Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and passed. A review of the share log was performed data was not present. Bin file analysis was performed and unable to determine the activation date. The probable cause was undetermined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).